Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, suture placement was attempted in the right common femoral artery (rcfa) and the left common femoral artery (lcfa) with perclose proglide devices using the preclose technique. After the device was inserted into the vessel through a 6f sized access site, a suture break occurred in the right common femoral artery and two suture breaks occurred in the left common femoral artery. The sutures of two each additional proglide devices were successfully placed using the preclose technique in both rcfa and lcfa. The sheath was upsized to 12f in the lcfa and 18f in the rcfa for the aaa procedure. After the aaa procedure was completed the successfully pre-placed sutures achieved hemostasis in the rcfa and lcfa. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.